Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended. The most recent lvat measurement was 2.8v@0.4ms. The output was programmed to 2.5v@0.4ms and automatic adjustment will not occur in this mode. Current presenting electrocardiograms (egm) showed lv capture and the device operating as programmed. In clinic evaluation was recommended to ensure adequate left ventricular (lv) output safety margin. Additional information was received that decreased pacing impedance measurements and increased threshold measurements were observed. The most recent presenting electrogram showed loss of capture again. The observations were documented. Approximately five months later, an alert was generated for out-of-range lv intrinsic amplitudes. Sensing appeared appropriate; however, the presenting egms showed possible intermittent lv capture. The observations were documented. No adverse patient effects were reported.